Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that a system malfunction error keeps coming up. There was no patient involvement.